Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number: 2024601-2014-00311. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "lymphoma" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymphoma, non-hodgkin's".

Event description:
Patient reported, via breast implant follow-up study (bifs), having been diagnosed with "non-hodgkins lymphoma." Side unspecified, this file is for the left side. No indication of treatment or surgical reoperation. Later healthcare professional reported "locked compromised". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Patient reported, via breast implant follow-up study (bifs), having been diagnosed with "non-hodgkins lymphoma." Side unspecified, this file is for the left side. No indication of treatment or surgical reoperation. Later healthcare professional reported "locked compromised". Device was explanted.